Event description:
A pronto v4 catheter was being used in a clinical procedure when the physician noticed a significant pressure dampening. He removed the pronto and continued the procedure with another aspiration catheter. No patient impact was reported.

Manufacturer narrative:
Device not returned to manufacturer.